Event description:
It was reported that during an unknown procedure, a part of the tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.